Event description:
Surgiphor exploded in packaging. Film created. Product was disposed due to the nature of the issue. Manufacturer response for antimicrobial irrigation system, surgiphor (per site reporter). Vendor denied credit as the original product or photo of item is required.